Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited multiple episodes of non-sustained right ventricle oversensing due to post-paced t-wave oversensing. The device was reprogrammed and the patient would follow up normally.